Manufacturer narrative:
(B)(4). Results: endoleak and migration. Results and conclusion: disease progression; dilation of the proximal neck and left internal iliac. Pre-operative rupture.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic rupture approximately seven months ago. Vessel morphology was reported as a large ectatic aortic neck with an angulation of 20 degrees; no iliac calcification; the left hypogastric artery was dilated to 4 cm and embolized. It was reported that the pt currently has uncontrollable hypertension and significant disease progression with migration and a type I endoleak. The physician placed two endurant cuffs in the aortic neck and a cuff in the left hypogastric artery. The procedure went fine. No additional clinical sequelae were reported and the pt is fine.